Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 172mg/dl at the time of the incident. The customer reported that she keeps on getting a no delivery alarm. The customer had tried all remedies. Troubleshoot determined that the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4) insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted.